Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial# (B)(4), product type: accessory. Product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller wouldn't charge. The patient stated they had been charging the controller for 4 hours and it indicated that the controller battery was empty. The patient noticed it took a long time to charge the ins and the charging session would stop randomly and require them to restart charging again. The patient used a belt and the issue had been going on since implant. No symptoms were reported. Additional information was received from a manufacturer representative who were vague and escalated when patient service was trying to clarify the issue. Rep called back for tracking information as patient was expecting the equipment to be delivered yesterday and haven't received it. Patient service consulted with repair who advised that an email was sent to repair for a callback to patient, and that repair called patient but was unable to get a hold of patient so a voicemail was left. However, patient haven't called back so nothing has been sent out yet because repair wanted to speak with patient before replacing equipment, as they want to ensure that replacing recharger would resolve the issue. But, due to the escalated circumstances, the recharger, controller, and battery pack will be replaced. Rep advised that he would inform the patient. Additional information was reported from the patient on january 25th, 2021. It was reported that the patient stated he met with the rep today regarding issues he has had with charging. They stated initially it would take 2-2.5 hours to charge his ins but in the past 6-8 months he has noticed that it may take 6-7 hours to charge. They stated he gets a better coupling if he is standing but if he sits, sometimes the coupling will drop down to 2-3 "bars" so he usually lays on his right side and charges overnight. They mentioned the ins was implanted on his left hip. They also mentioned discussing battery longevity information with the rep. They mentioned he was going to call the hcp and discuss possible replacement. Pss reviewed longevity information with the patient.